Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image color was abnormal. This phenomenon didn't occur during the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation but was returned to an olympus service department in shanghai. The evaluation of the device by the service department confirmed that the reported event was reproduced and dp board was broken. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Osmc also found that more than six years have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, it is possibly that the reported event occurred because the dp board was broken due to accidental failure or time-related deterioration.